Event description:
The physician reported that when the subject pacemaker was connected to non-sorin branded lead there were no outputs. It was additionally noted that there was no output when this lead connected to two other non-sorin branded pacemakers prior to this one. To correct the problem another lead was positioned and connected to one of the two non-sorin branded pacemakers.

Event description:
The physician reported that when the subject pacemaker was connected to non-sorin branded lead there were no outputs. It was additionally noted that there was no output when this lead connected to two other non-sorin branded pacemakers prior to this one. To correct the problem another lead was positioned and connected to one of the two non-sorin branded pacemakers.

Manufacturer narrative:
Preliminary analysis of the returned device verified proper function.

Event description:
The physician reported that when the subject pacemaker was connected to non-sorin branded lead there were no outputs. It was additionally noted that there was no output when this lead connected to two other non-sorin branded pacemakers prior to this one. To correct the problem another lead was positioned and connected to one of the two non-sorin branded pacemakers.